Event description:
It was reported that the patient had two inappropriate shocks due to oversensing via wide intrinsic signals and t-waves. Technical services advised some programming options. There were no additional adverse patient effects. The system remains implanted.